Event description:
Customer reported an issue where the time on the device was incorrect, resulting in a discrepancy greater than five minutes between the displayed and actual time. There was no adverse impact to the customer¿s blood glucose level, as the levels remained within the normal range. Technical support assisted the customer in updating the pump time, advised monitoring the issue, and recommended following up if the discrepancy recurred, which the customer understood and acknowledged.